Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing, low amplitudes, and noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the noise was suspected to be due to myopotentials during movement. Rhythmcare provided further troubleshooting and programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.